Event description:
Boston scientific crm received info that this right ventricular lead was explanted due to dislodgement. The date of explant was not made available. It is unclear if the event date is when the dislodgment occurred or when the explant was performed.

Manufacturer narrative:
.